Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the annulus perimeter measured 76.3 millimeter (mm). During the first two deployment attempts, the valve dislodged out of the ventricle. On the third deployment attempt, the valve was positioned in a good implantation depth. Tension of the wire was released and under slight push, the valve was deployed. Immediately following deployment, the valve dislodged into the ventricle. Transesophageal echocardiogram revealed moderate-severe paravalvular leak and moderate insufficiency of the mitral valve. The valve was attempted to be snared, but was unsuccessful. Subsequently, the procedure was converted to surgery and the valve was successfully replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: eval method, result, and conclusion codes analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in a clear unknown solution. The valve was discolored and stained, indicative of blood contact. One leaflet was in the closed position while the other two leaflets were partially open towards the frame wall. All leaflets were slightly stiff yet flexible and intact. All commissures were intact. The valve was placed in the center of the evolut 29mm frame size verification template and met specification. Conclusion: a review of the device history record (DHR) showed the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. A review of the returned computerized tomography (CT) images showed that after measuring the annulus the perimeter suggested the upper end of a 29mm valve. However, when measuring the left ventricular outflow tract (lvot) at 4mm, the outflow track measured larger than the annulus. The lvot tapered outward, which can cause difficulty with positioning the valve during implant, and can lead to valve dislodgment. The measurements also suggested that this was an upper limit for a 29 mm valve. The angiographic records showed a good valve load check with multiple attempts to implant the valve. The first attempt at implant showed a good starting point, and then the valve was deployed deep. The cine images showed the second deployment attempt with the valve in a shallow position. The cine images confirmed that upon the third deployment attempt the valve was in a good position, but when fully deployed the valve dislodged into the left ventricle with severe paravalvular leak (pvl). The cine images also showed several unsuccessful attempts with two snares to reposition the valve location. Though use of a snare to reposition the valve after deployment was complete it is not recommended per the instructions for use (IFU). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The severe pvl does not indicate a potential manufacturing issue. In this case per the reviewed angiographic cine, severe pvl as a result of the dislodged valve. Potential factors that can influence a dislodged valve/ pop-out include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and patient anatomy issues. The measurements of the patient¿s annulus suggested the upper end of a 29mm valve. However, the measured outflow tract of the lvot at 4mm measured larger than the annulus, which can cause difficulty with positioning the valve and can lead to valve dislodgment. In this event, the most likely cause for the valve dislodgement was due to the patient anatomy, which was confirmed by the returned CT images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.